Manufacturer narrative:
H10: internal complaint reference(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned without any original packaging. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor is still on the device. The distal end of the anchor has been compressed and deformed. Bio debris is present. A functional evaluation revealed that the anchor will deploy. Based on the condition of the product material found during visual inspection, additional material testing is not required. A clinical review states that an unidentified, unlabeled image of the explanted anchor shows the broken anchor body. The visual inspection of the returned anchor determined that the device damage was caused by the use of improper/excessive force. The IFU does warn, ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, when the healicoil anchor was inserted, the first thread of the anchor body broke. The broken implant was pulled out from the patient's body. The insertion site was cleared of all debris prior to insertion of the anchor, and the back up device was used in the originally drilled bone hole. No void left in the patient. The procedure was completed with non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).